Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found there was a leak in the patient interface module. To address the issue the stm replaced the pneumatic module assembly and then tested the iabp. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use in a patient a leak in iab circuit error occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.